Event description:
A low colorectal anastomosis with this instrument ws performed for occlusion. A pneumatic test of the anastomotic site was performed and no leakage was found. In the early post-op time a partial dehiscence was reported. An emergency procedure was performed and the surgeon found "open" staples at dehiscence site. The pt expired due to septic shock.